Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the conical dissection tip cracked inside the pt's leg but did not break. The hosp did not report any pt complications. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on 04 feb 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).